Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the results were not good, can not drive now mostly at night due to the blinding head - on headlights, road signs are blurred. Additional information was not requested due to reporter unwilling to follow up.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).